Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
This event is being reported due a medwatch (B)(4) being received at terumo cardiovascular. The user facility reported that during the vein harvesting procedure, the locking shaft on the bipolar dissector was disconnected. No known impact or consequence to patient. Product was changed out. Procedure was completed successfully.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on june 17, 2016. (B)(4). The sample was not returned for evaluation; therefore, the complaint was not confirmed and the root cause could not be determined. All mcvs550 products are subjected to quality inspections for the operation of the v-keeper and v-lock, as well as the buttons associated with these components during the manufacturing process. A sample size of each lot is also inspected both visually and functionally during incoming inspection by (B)(4). All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.